Event description:
It was reported that the facility is having issues with compression sleeves not holding and they have to tape them while in use. No patient injury was reported by the user facility.

Manufacturer narrative:
Multiple attempts were made to obtain additional information such as procedure information but no additional information was received. The complaint was made without any specific incident dates either. The compression sleeves are sold in pairs. The facility returned three garments, so one pair plus an extra single garment, to stryker sustainability solutions (sss) for an evaluation. Two of item number (B)(4) were returned which made up one complete device. One (B)(4) garment was returned which made up half of a set. A visual examination of the returned devices did not reveal any anomalies that could cause the compression sleeve to not stay inflated when in use. Each garment was attached to an artificial limb, secured by its velcro and tested using a compression system to test the ability of the velcro to hold during simulated use. Each garment was observed to remain attached and secured by its velcro during testing. Since the device passed function testing, a root cause could not be determined. Potential root causes include an insecure attachment of mating hook and loop fasteners on the device, the garment secured too tight around the patient's limb, or unknown clinical conditional including patient movement. All compression sleeves are function tested prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.